Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the alert cleared however the battery gauge was fluctuating shortly after. The customer declined a follow up with tandem technical support and was instructed to charge the pump with an alternate cable. Customer¿s blood glucose value was 175 mg/dl.